Event description:
It was reported that the patient underwent a scaffold procedure on (B)(6) 2013 with placement of a 3.0 x 18 mm xience prime in the proximal left anterior descending artery. During the procedure, a dissection occurred after implantation of the xience prime stent. Additional percutaneous coronary intervention was performed and the dissection resolved on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The stent remains in the patient. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.